Event description:
The pt was undergoing a PICC placement. The 0.014 inch wire fragmented and lodged in a small vein in the axilla. Despite attempts to remove, the 1.5cm was not retrieved. It was felt that it would be safer to leave in rather than surgically remove. It was felt that this would be of little or no consequence to the pt medically. According to the initial reporter, the pt did not experienced any adverse effects due to this occurrence.

Manufacturer narrative:
No product was returned to assist in this investigation. This device is inspected 100% for bends, kinks, adequate joint strength and other surface imperfections prior to transport. Additional comments: per the caution label, we illustrate; "withdrawal and/or manipulation of the distal spring coil portion of the wire guide through the needle tip may result in breakage." Without an inspection of the complaint product a definite root cause cannot be found. In previous complaints we have found possible causes to include damage to the wire guide associated with withdrawal through the needle (per warning label) or other instrument. Less frequently, pt anatomy makes withdrawal of the wire guide difficult resulting in separation when the force exceeds design specification. Due to the absence of information the root cause for this complaint is inconclusive. We will continue to monitor for similar complaints. Per quality engineering risk analysis, there is insufficient risk to warrant risk reduction activities.